Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she was still getting used to the continuous glucose monitoring system and was a bit frustrated with it, although she liked it. The blood glucose reading was 250 mg/dl. She stated that it had been 2 hours since she last ate, assuring that she had counted her carbohydrates correctly. She stated that she believed that her insulin settings needed to be adjusted. She noted that she did not feel well. The sensor glucose reading was 98 mg/dl. She stated that when she arrived home 5 minutes later, she found that her blood glucose reading had dropped to 45 mg/dl. She stated that she calibrated with the new blood glucose reading and treated for the low blood glucose. She declined troubleshooting assistance, stating that she preferred to speak with a nurse regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.